Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis was unknown. It was reported that the patient received treatment intraperitoneally with an unspecified drug (dose and frequency not reported) for the event. At the time of report, the patient had not recovered from the event. Dianeal therapy was ongoing. No additional information is available.